Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device cannot be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. It was determined that the cause of the reported issue was due to corrosion on the on/off button contact pads on the membrane pcba. This had impeded the on/off button dome from making contact with its contact pads on the membrane pcb. The corrosion on the membrane pcba and usb contact collars and dirt on the outer casing would indicate that the device was stored outside of the indicated conditions. The customer received a replacement device and the returned device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report that their device cannot be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened.

Event description:
The customer contacted heartsine to report that their device cannot be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.